Event description:
The customer reported that the collimator blades would close and would not open. This resulted in a loss of the live image. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A wire in the collimator blade drive circuit was repaired. The system was then found to be operating as intended.